Event description:
Surgeon performing endoscopic ventricle cyst removal and needed to use the bipolar bovie. A brand new disposable bipolar tip was opened. The tip worked for only a short time. A monopolar tip had to be opened and used.